Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that lead migration issue was confirmed via x-ray. Patient experienced a fall. Upon reprogramming of the device, effective therapy was unable to be established. A surgical intervention is anticipated in the near future. No further information is available at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received states that the lead was repositioned on (B)(6) 2020. There were no complications during the procedure. Patient was stable.